Event description:
Info received indicates the brake will not hold at the head end of the stretcher.

Manufacturer narrative:
The technician replaced the missing clevis and cotter pin in the brake linkage to repair the stretcher.